Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump functioned properly during functional tests. No motor error alarm noted. The motor was tested outside the device and passed motor test. The insulin pump was received with minor scratched display window.

Event description:
It was reported that the customer had high blood glucose levels of 220 mg/dl. The customer reported a motor error from the insulin pump during prime. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per the health care provider's instruction. No add'l info was provided.